Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an open finger injury with nail damage, shortly after starting the suturing process, after just one stitch the suture needle broke. With part of the metal needle remaining inside the tissue. The doctor immediately handled the situation, successfully locating and removing the broken needle. The suturing operation time was extended approximately 8 minutes. A new suture was used to resolve the issue.

Event description:
According to the reporter, during an open finger injury with nail damage, shortly after starting the suturing process, after just one stitch, the suture needle broke, with part of the metal needle remaining inside the tissue. The doctor immediately handled the situation, successfully locating and removing the broken needle. The suturing operation time was extended approximately 8 minutes. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: a4, b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.